Event description:
It was reported that on (B)(6) 2020, a 23mm sjm regent heart valve was implanted in the patient. On an unknown date in (B)(6) 2025, a pseudoaneurysm was identified at the origin of the left coronary artery. A follow-up had been performed however, due to enlargement of the pseudoaneurysm, a redo bentall procedure was carried out. A new 23mm sjm regent heart valve was implanted. The patient was reported table.